Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problems could not be confirmed. However, the evaluation found the output connector was broken due to excessive stress to the socket, poor appearance of the front panel was noted and a foreign matter obstruction was observed inside the air pump tubing due to corrosion. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that errors "e216" and "b30" occurred and the image was fuzzy and black and white. This report is submitted due to the report of a "b30" error. The problem, as reported to olympus, was identified during preparation for use. There was no patient injury, associated with the problem, reported to olympus.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. And to correct information provided on the initial report. The following sections were corrected: g3, the aware date should be 28-feb-2022. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the phenomenon was not reproduced. The cause may be attributed to faulty output connector, but the cause of the fault could not be identified. Olympus will continue to monitor field performance for this device. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.